Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75x16mm synergy¿ drug-eluting stent was selected to treat the lesion. However, when the physician took the device off from the package and removed the distal portion of stent protector, the stent was released from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.